Event description:
It was reported that the patient's blood glucose levels reached 303 mg/dl while wearing the pod between 4 and 24 hours. The pink slide did not move forward on the pod. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula, needle mechanism failure or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. Inspection of the soft cannula did not find it bent, kinked, or damaged. The download data from the pod contained no timeouts, drive stalls, or hazard alarms, indicating that there was no struggle to deliver insulin. The investigation found no evidence of any damage or manufacturing deficiencies that would result in fluid failing to flow through the complete fluid path. The pod was received with the soft cannula deployed, formed needle retracted, and slide insert visible in the viewing window. The download data showed that the pod completed both priming sequences with an expected number of pulses and delivered several boluses before being deactivated. Inspection of the needle mechanism components found no damages or manufacturing deficiencies that would result in a needle mechanism failure. The device was found to function as intended. Cracks were observed in the top and bottom housings of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.